Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove medication for the patient. A technical support specialist verified that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had unable to remove medication for a patient. The customer reported that the server reflected the patient as admitted; however, the message shown on the station indicated that the patient had been discharged. This discrepancy resulted in a delay in providing medication to the patient. There were no adverse events or injuries reported based on this event.